Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and replaced the flow sensor diaphragm. A full ovp (operational verification procedure) and leak test was ran on the unit. The unit passed within manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has fio2 issues. At this time, there is no information regarding patient involvement associated with the reported event.